Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging one touch ultra2 meter is giving inaccurate erratic readings. Seventeen days later, this medical affairs specialist contacted the patient to get more information. However, the patient indicated that she does not remember the event surrounding the symptoms she felt on the day in question. On original date, the patient reported blood glucose results of "287 and 187 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient indicated that she ate less than usual due to the reported readings and "was running around all day." At around 1pm, the patient had symptoms described as "shaky, tired, and extremely thirsty." Although, the initial documentation indicated that the patient had symptoms of being extremely thirsty, the patient indicated that she was not extremely thirsty but was feeling "shaky and tired". The patient stated that the reasons she experienced her symptoms were due to the lack of food and the busy schedule she had. The patient did not receive any medical intervention because of the reported issue. In addition, the patient did not test on any other device at the time of concern. It would have been helpful to know what readings she obtained when she was feeling her reported symptoms and what treatment she obtained to abate the symptoms. Furthermore, it would have been helpful to know the events prior to the symptoms such as the time line of her blood glucose readings, food intake, activities, and exercise. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory as "135, 179, 235, and 18 mg/dl". This complaint is being reported because the patient claimed she had symptoms that can be suggestive of severe hypoglycemia after taking less food based on the lfs meter readings, due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.